Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he has experienced lows since he changed the infusion set with a new box of infusion set from the recall. Patient's blood glucose value at time of incident was 47 mg/dl. Patient's current blood glucose value was 185mg/dl. Patient has been experiencing low blood glucose value for about 3 days. Customer treated by drinking juice. Customer states: the drive support cap appears normal (slightly indented). Advised customer we could continue to troubleshoot but customer declined. Insulin pump will not be returned for analysis.